Manufacturer narrative:
Updated fields - b4, g3, g6, h2, h3, h6 (type of investigation, investigation findings, component code, investigation conclusions), h11. A getinge field service engineer (fse) was dispatched to evaluate the unit. The (fse) was able to confirm the leakage and reported the helium cylinder was not properly seated due to the lower gasket. The fse replaced the lower gasket. The unit passed safety and functionality checks as per the service manual.

Manufacturer narrative:
Due to characterization limit e1: event site address: (B)(6). Event site telephone: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported by the customer that during use the a 5l helium cylinder was completely depleted after two hours of helium use. There was no patient harm or injury reported.